Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 414 mg/dl which was treated using insulin pump. The customer stated that she had been busy and not eating much. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature at time of high blood glucose event. During troubleshooting, the customer stated that the doctor had made some changes to the insulin pump's programming. Customer was advised to verify the accuracy of programming with their health care professional. The insulin pump will not be replaced for analysis.